Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, perforation and fracture. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), tilting, fractured filter struts retained in the ivc and likely embedded therein and device unable to be retrieved, approximately sixteen years and ten months post implant. Documented evidence of an attempt to retrieve the filter was not provided. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was bilateral pulmonary emboli despite being fully anticoagulated and a history of thrombophlebitis of the right upper arm and lumbar laminectomy, approximately two and a half weeks prior to the index procedure. The filter was placed via the right femoral vein and deployed below the level of the renal veins. The medical history was recorded as hypertension, diabetes, left lower extremity deep vein thrombosis (dvt), pe, tobacco use, cerebral vascular accident, ankle, and back surgery. About fourteen days post implant, the computed tomography (CT) scan of the abdomen was performed due to pain at the filter access site. Results of the scan noted the ivc filter in good position with no evidence of complication. Both groins appear normal with no evidence of hematoma or pelvic fluid, a left lower lobe pulmonary infarct approximately 4cm in size was reported. About a month after the filter was implanted, a chest x-ray was performed for difficulty breathing. Results of the exam noted small amount of pleural based density in the lateral left lung base, improved compared to an exam performed two days after the filter was implanted. A CT scan of the chest was also performed and noted questionable small filling defect in the right lower lobe pulmonary artery, which could represent residual thrombus, a small infiltrate or atelectasis in the lateral left lung base. Approximately three months and fifteen days post implant, the patient seen in ER for left leg pain. Ultrasound showed residual clot in the popliteal and common femoral veins, nothing that appeared to be new or extending. Approximately sixteen years and ten months after the implantation, a CT scan of the abdomen was performed to evaluate the ivc filter. Results of the scan noted that the filter is tilted. All the filter struts extend beyond the ivc wall with no evidence of leakage. About two months after the CT, the patient was seen in consultation regarding having the filter removed. It was recommended to leave the filter in place due to lack of critical symptoms of filter fracture. The consult notes reported that per imaging there is a strut fracture to the ivc filter that punctures through the ivc without CT evidence for significant leakage. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent placement. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Pain does not represent a device malfunction and may be related to procedural factors. Anxiety also does no represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records the patient was reported to have a history of pulmonary embolism (pe). A computerized tomography (CT) scan performed the day prior to the filter implant noted multiple bilateral pulmonary emboli, infiltrative changes in the lingula and a fatty, mildly enlarged liver. The filter was indicated for bilateral pulmonary emboli despite being fully anticoagulated and a history of thrombophlebitis of the right upper arm and lumbar laminectomy, approximately two and a half weeks prior to the index procedure. The trapease inferior vena cava (ivc) filter was placed via the right femoral vein and deployed below the level of the renal veins. Review of the medical record records revealed a history of hypertension, diabetes, left lower extremity deep vein thrombosis (dvt), pe, tobacco use, cerebral vascular accident, ankle, and back surgery. About fourteen days after the filter was implanted, the patient underwent an abdominal and pelvis CT scan indicated for pain at the filter access site. Results of the scan noted the ivc filter in good position with no evidence of complication. Both groins appear normal with no evidence of hematoma or pelvic fluid, a left lower lobe pulmonary infarct approximately 4cm in size was reported. About a month after the filter was implanted, a chest x-ray was performed for difficulty breathing. Results of the exam noted small amount of pleural based density in the lateral left lung base, improved compared to an exam performed two days after the filter was implanted. A CT scan of the chest was also performed and noted questionable small filling defect in the right lower lobe pulmonary artery, which could represent residual thrombus, a small infiltrate or atelectasis in the lateral left lung base. Approximately three months and fifteen days post implant, the patient seen in ER for left leg pain. Ultrasound showed residual clot in the popliteal and common femoral veins, nothing that appeared to be new or extending. Three years and two months post implant the patient sustained a left fracture clavicle after falling from an atv and returned to the ER four months later due to a left forehead laceration; however, the patient left the ER prior to being seen. Approximately sixteen years and ten months after the implantation, a CT scan of the abdomen was performed to evaluate the ivc filter. Results of the scan noted that the filter is tilted. All the filter struts extend beyond the ivc wall with no evidence of leakage. About two months after the CT, the patient was seen in consultation regarding having the filter removed. It was recommended to leave the filter in place due to lack of critical symptoms of filter fracture. The consult notes reported that per imaging there is a strut fracture to the ivc filter that punctures through the ivc without CT evidence for significant leakage. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting of the filter, fractured filter struts retained in the ivc and likely embedded therein and device unable to be retrieved. Documented evidence of an attempt to retrieve the filter was not provided. The patient became aware of these events approximately sixteen years and ten months after the filter implantation, and further experienced anxiety related to the filter.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt, perforation and fracture.

Manufacturer narrative:
Initial reporter: occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, perforation and fracture. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.